Event description:
The sales representative reports upon locking down the compression ring, pressure distorts the intracranial pressure numbers. When the ring is loosened slightly, the numbers fall back in line but then leakage is observed. Patient injury was not reported. The product is not expected to be returned.